Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported getting poor communication on the patient programmer (pp). It was indicated that the pp had no communication with and without the antenna. It was noted that the patient hadn't recently been implanted nor had revision surgery. The patient did use an antenna. It was stated the patient was asked to confirm the antenna was secured and sync with implantable neurostimulator (ins) but that didn't resolved the issue. The patient unplugged the antenna and placed pp directly over the ins but that also didn't resolve the reported issue. It was indicated that the patient started to have leaking. It was noted as a sudden change in therapy/symptoms. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.